Event description:
A 39 year old male with unknown medical history underwent an aortic valve replacement (unspecified procedure) using a 21mm aortic homograft on 12/7/95. On 2/17/98, pt had valve explanted due to bacterial endocarditis with false aneurysm involving aorta, and aortic root with fistula from aorta to false aneurysm. The valve was replaced with another homograft. The implanting site does not relate the event to the homograft.